Event description:
It was reported a computed tomography (CT) scan or magnetic resonance imaging (MRI) scan was done for reasons unrelated to the pump, and it was noticed that the catheter looked like it was broken. As a result the patient had exploratory pocket surgery a week ago. During the surgery a health care provider (hcp) determined under fluoroscopy and at the patient's back incision that the catheter was in two pieces and the drug was not getting to the intrathecal space at all. The break was about 1-2 inches outside the spine and thus on the pump side where the drug was being infused subcutaneously or into muscle. It was believed that the catheter had not been in-tact for some time as the patient had not experienced any acute change in her spasticity. The patient had no symptoms at all. The hcp was unable to extract the catheter and he determined at that time that he would close the incision and had the patient follow up with her primary hcp to determine what would happen next. The patient was started on oral baclofen at a very low dose. Both hcp's agreed that they would talk with the patient, but it was possible that they would not consider intrathecal baclofen (itb) therapy for the future as she did not seem to have the spasticity that she had in the past when it was inserted for multiple sclerosis (ms). The hcps were going to re-evaluate whether the patient would even need the oral baclofen. The drug being delivered via pump was baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j11166r10, serial#, implanted: 2002 (B)(6), explanted: product type: catheter. (B)(4).